Manufacturer narrative:
As reported, there was possible deployment of sealant from a mynx control vascular closure device (vcd) in the common femoral artery. Hemostasis was initially achieved using the mynx device; however, the patient returned several hours later with absent distal pulses. Intravascular plug deployment was confirmed by symptoms of leg pain and absent pulses. The resulting occlusion in the common femoral artery was treated by returning the patient to the cath lab for thrombectomy, directional atherectomy, and pta to restore distal blood flow. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, though the insertion angle was unknown. No vessel tortuosity was present, and there was moderate peripheral vascular disease or calcium at the puncture site. No contrast or imaging was used to confirm balloon placement. Multiple sheath exchanges occurred, but no sheath greater than 7f was used prior to the mynx. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant sealant misdeployment (intravascular) and vascular occlusion¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. In addition, it is unknown which mynx device was used, thus it is not possible to determine what factors led to the reported event. Vascular complications are a potential complication of vcds and are listed in the IFU as such. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, there was possible deployment of sealant from a mynx control vascular closure device (vcd) in the common femoral artery. Hemostasis was initially achieved using the mynx device; however, the patient returned several hours later with absent distal pulses. Intravascular plug deployment was confirmed by symptoms of leg pain and absent pulses. The resulting occlusion in the common femoral artery was treated by returning the patient to the cath lab for thrombectomy, directional atherectomy, and pta to restore distal blood flow. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, though the insertion angle was unknown. No vessel tortuosity was present, and there was moderate peripheral vascular disease or calcium at the puncture site. No contrast or imaging was used to confirm balloon placement. Multiple sheath exchanges occurred, but no sheath greater than 7f was used prior to the mynx. The device is not being returned because the sealant was deployed and the device was subsequently discarded.

Event description:
As reported, there was possible deployment of sealant from a mynx vascular closure device (vcd) in the common femoral artery. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.